Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient experienced itching of the left neck and left chest where the lead and generator were implanted. The patient was referred to a dermatologist. It was determined that the patient had chronic atopic dermatitis that was initially determined to be unrelated to vns. It was later reported that the itching was related to a metal allergy. The itching sensation caused the patient to scratch his neck and chest incision wounds, causing redness to the site. The patient underwent lead and generator explant surgery. The device history records were reviewed for the lead and generator and revealed that both devices were sterilized according to specifications prior to release for distribution. No additional relevant information has been received to date.